Manufacturer narrative:
Product complaint #(B)(4). The actual device was returned for evaluation. During the visual inspection of detached needle (1), the swage and attachment area were as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted and slightly marks were noted on the body needle. The suture was not received for evaluation to determine the assignable cause.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the needle pull off (while in the package / during dispensing / during preparation / during use)? Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a vascular procedure in (B)(6) 2017 and suture was used for wound closure. During the procedure, the suture from the needle. Suture from a different lot was used to complete the procedure. There were no patient consequences reported. Additional information has been requested.